Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw blade would not stay in angled attachment, even when tightened with wrench. When saw was operated, blade would shoot out within 2 seconds. Surgical delay: 15 minutes. Case type: tka.

Event description:
Saw blade would not stay in angled attachment, even when tightened with wrench. When saw was operated, blade would shoot out within 2 seconds. Surgical delay =15 minutes. Case type: tka.

Manufacturer narrative:
Reported event: saw blade would not stay in angled attachment, even when tightened with wrench. When saw was operated, blade would shoot out within 2 seconds. Surgical delay= 15 minutes case type: tka. Device evaluation and results: functional inspection: shows that the blade clamp is allowed to turn even when the locking knob is locked. The failure mode is confirmed. Visual inspection: shows normal wear and tear damage to the part as well as the ratcheting pawl is stuck which prevents the locking knob from staying locked. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: a review of device history records shows that on 08/15/18 50 devices were inspected and 5 devices were placed on: qt18-08-0057. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35030718 / 3503508 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 212480 part number will be tracked through trend request # (B)(4). Conclusions: the failure mode of the attachment blade not staying clamped was confirmed. The investigation showed that the ratcheting pawl was stuck. The issue was observed during the case and resulted in a delay of no less than 15 minutes. There was no further harm to the patient or any impact on the successful completion of the case. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity, adverse trend, or unanticipated hazard.

Event description:
Saw blade would not stay in angled attachment, even when tightened with wrench. When saw was operated, blade would shoot out within 2 seconds. Surgical delay- =15 minutes. Case type: tka.